Manufacturer narrative:
The product(s) involved with this complaint have not been returned to animas for evaluation. If the product(s) is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt claimed her blood glucose levels started running in the 400's mg/dl after she changed her infusion set and cartridge yesterday ((B)(6) 2011). She was not feeling well so she went to the emergency room (ER). The pt was diagnosed/treated for kda, was sent home, and was advised to use insulin injections because the emergency room suspected that her pump was not working. During her ER visit, the pt confirmed that the cannula was not bent and stated the pump did not give her any alarms. During troubleshooting with animas customer service, the pt discovered that there was insulin leaking where the infusion set and cartridge connects (luer connection); however, the cartridge compartment was dry. This complaint is being reported because insulin reportedly was leaking at the luer connection and the pt developed dka.